Manufacturer narrative:
The customer sent in a purchase order for a replacement user interface module. Carefusion technical support processed the request and a returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. As of april 16, 2015, the alleged faulty user interface module has not been received. Once it is received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
The alleged faulty user interface module was received, and routed to the failure analysis lab for evaluation. The failure analysis lab powered the device on multiple times, and each time it powered on without any issues. The covers were removed and all connections were inspected. No visual anomalies were found. While the covers were off, the cables were manipulated to try to induce a failure, but no failures were induced. The device was then cycled for 30 minutes, but the reported issue was still not duplicated. Findings/root cause - could not duplicate the reported issue.

Event description:
The customer reported that the user interface module (uim) on one of their ventilators does not power up, only the leds on the membrane panel are lit up. According to the customer, the ventilator was not on a pt when the problem occurred. The customer needed pricing for either a new ventilator or repairs. Carefusion technical support provided by the customer with the requested info.